Manufacturer narrative:
A new mattress was sent to the facility to repair the bed.

Event description:
Info received indicates that fluid has penetrated through the mattress ticking and into the bladders. The account alleged that mold is growing in the bladders. There are no cuts or tears in the ticking.